Event description:
It was reported that all impedances pairs were greater than 10,000 ohms intra-operatively. Impedances were reportedly checked four times and continued to show high values. The implantable neurostimulator (ins) (serial # (B)(4)) was not implanted, and was replaced with ins (serial # (B)(4)). The pairs then normalized. It was noted at one point "xxx" was seen on all but three out of sixteen pairs during an impedance check intra-op. The other three were within normal range. Stimulation was tested with ¿01 and 45¿ and the patient felt stimulation. Post-op impedances were between 400-500 ohms and the patient was feeling stimulation. It was later reported impedances were greater than 10,000 ohms on three out of four tests. The second test all impedances were ok, except #8 was greater than 10,000 ohms. The device was not used in the patient. No patient injury was reported, and the patient recovered without sequela. Additional information received reported impedances were tested with the multi-lead trialing cable to ensure the leads were okay. They reportedly checked out fine. The cause of the issue was not determined. It was noted that once the second ins (serial # (B)(4)) was opened and tested, three of the sixteen electrodes showed ¿xxx¿ for their impedance. A cathode-anode pair was set up at 0-1, then 2-3, 4-5, 6-7, 8-9, 10-11, 12-13, and 14-15 to make sure the patient could feel stimulation, which they reportedly did. It was reported the patient was receiving effective therapy post-op. The ins was reportedly being returned and the rep felt like there was nothing wrong with the device.

Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), product type: lead. Product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3776-45, serial# (B)(4), product type: lead. Product ID: neu_wrench_acc, product type: accessory. Product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received restated previously reported information. It was restated that the manufacturer's representative had opened a new ins, even though he didn't feel there was anything wrong with it, and noted that the healthcare professional was competitive. It was stated that the caller requested the previous crts call number to get the ins pulled from trunk stock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.